Event description:
Information was received indicating that the pump exhibited a high pressure alarm with a smiths medical, cadd medication cassette attached. It was reported troubleshooting was performed in the emergency room and there was visible blood inside the central line catheter, possible central line occlusion. Per reporter prior to the line occlusion pump started alarming no disposable on two different pumps. The complaint form indicates there was no injury. No adverse patient effects were reported. No additional information is available at this time

Manufacturer narrative:
Additional contact information: (B)(6), rn, email: (B)(6).